Manufacturer narrative:
(B)(4). Batch # 376a33. Additional information was requested, and the following was provided: how was the device removed? I was not there on spot personally, so I can¿t say, however the customer has been using this device at least for the last 5 years on a regular basis. They know how to work best and handle the device. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? There was no such action needed as the device was not blocked. They were able to open it in the normal way. They were just no able to fire the device for some reason. Did the jaws eventually open? Yes. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring normal. In addition, a tr45w reload (b) was received partially fired 1/10 with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that the device could not be released/fired. They changed reloads but the outcome was the same so it is believed that there must be an issue with this stapler. No patient consequences reported. No further information is available.